Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow up, post-sensed t-wave oversensing was observed on a stored egm strips back in 2012. It was determined to leave the programming settings alone as there have not been any instances of oversensing since the initial event. The patient will continue to be monitored.